Manufacturer narrative:
Additional model # 111670. Additional lot # 06061210. An investigation was initiated, and is on-going. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures.

Event description:
A 3.2 mm femoral and tibial bone pin tip broke off in the pt. It was approximately the last 1 mm that broke. The tibial pin broke during insertion, when the surgeon was trying to continue drilling it in and the pin wouldn't go further, he realized when he pulled the pin out it was broken. The femoral pin was noticed after extraction.